Event description:
A customer reported that when customer used excel off brand reagent customer received erratic results. Examples were 45, 190 and 194mg/dl within 10 mins of each other and from separate finger sticks. While on the phone an eval of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Electronic checks were conducted and were satisfactory. Replacement product was provided to the customer with instructions to call the bayer 24/7 customer service center if there were any additional issues or problems. The complaint is considered closed for purposes of MDR.